Event description:
Rn was about to administer cinvanti (aprepitant) when she noticed a small grey fleck floating in the syringe, she had drawn the medication up into (x2 occurrences). Ref report: mw5165426.